Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer reported issue (disconnection/ image disappeared) was not confirmed or duplicated. In addition, service found the locking mechanism was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited disconnection (open circuit) issue indicating image disappeared. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the reportable malfunction of image disappears.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received regarding the customer's reported issue. New information added to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the image disappearing was not able to be determined, as the issue was not duplicated or confirmed during inspection and testing of the returned device. Per the legal manufacturer, the other device defect (defective locking mechanism) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (disconnection, image disappeared): the device was inspected prior to use. The disconnection (no image) issue occurred before the procedure started. No image was displayed when the power was turned on. The intended procedure was completed using a different device of the same model. There was a delay in the procedure due to the replacement of the camera head, but there was no effect on the patient.